Event description:
It was reported that the compressor was switching to standby mode unexpectedly. There was no patient harm. Manufacturer ref.#:(B)(4).

Event description:
Manufacturer ref. (B)(4).

Manufacturer narrative:
During a routine inspection it was found that the air compressor was switching to standby mode unexpectedly. The connected ventilator alarmed for low air pressure and high oxygen concentration. The standby valve was found faulty and replaced by a third-party service company why no part, logs, or service report were provided. No further issues have been reported. As no faulty part was returned for investigation, the root cause of the reported behavior could not be determined. H3 other text : 4117